Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and led to a shutdown. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided and the customer experienced ketones of an unspecified size. The customer administered a correction injection via multiple daily injections. The customer reverted to manual injections for insulin therapy.